Event description:
The customer reported being in the emergency room due to hyperglycemia. Troubleshooting was performed. The time and date were incorrect, but the bolus wizard settings were correct. Assisted the caller with correcting them. The customer believes the insulin pump is functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.